Event description:
The customer reported the unit failed to generate an audible alarm when an alarm condition was present; the visual alarm indicator was displayed. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the unit failed to generate an audible alarm when an alarm condition was present; the visual alarm indicator was displayed. There was no patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.